Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, on (B)(6) 2024, the patient received an ul alert and tried calibrating the sensor. Neither the bg nor the egv were specified nor clarified at this time. A few hours after calibrating, the display device started alerting the patient that the readings were urgently low again. The egv was not specified. Around 2300-0000, the patient again received an alert that she's urgently low (egv not specified). At this point, the patient did not feel any symptoms of hypoglycemia. She had no more test strips, so no bg was taken. However, she self-treated the asymptomatic ul egv with carbohydrates. The patient felt her suggested hypoglycemic state would improve after taking carbohydrates, so she decided to drive. According to the report, prior to driving, the patient's readings were within range and she felt it was ok for her to drive. Around 0100, she was involved in a mva. Physical symptoms at that time were not specified nor clarified. A bystander called an ambulance. When the emergency response team came and tested her blood glucose, she was told that she suffered dka. The patient could not recall the egv nor bg inside the ambulance; however, she was hyperglycemic. She was brought to the hospital and from there, she was treated with insulin and unremembered IV drip. She was treated with unremembered pain relievers. She had blood test and x-ray to determine the extent of injury. The patient reportedly suffered broken ribs, lacerations on her chest (seatbelt area), and broken ankles. She stayed in the hospital for just a few hours and was discharged on the latter part of the same day. She prescribed oxycodone as part of discharge instructions. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.